Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.devices of multiple part numbers were implanted during the procedure including: part: (B)(4)/lot: unknown, part: (B)(4)/lot: unknown. It is unknown at this point that which product contributed to the event.

Event description:
It was reported that a patient underwent psf at th8-s2ai levels and tlif at l5/s level for degenerative scoliosis after olif on (B)(6) 2015. During surgery, the surgeon felt something at the time of tab break-off of rmas screws for th11-l2 levels. It was a pain that felt like an electric shock. The surgeon found pin hole on his glove and a small shaved metal (length: about 3mm, diameter: very small) stuck in his left index finger. The metal was removed and the finger was disinfected. The surgery was continued after replacing the glove. It was a minor injury to the surgeon's finger. No broken fragment of the product was remaining in the patient. There were no patient complications reported. It was disposed at the hospital.